Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended. There were no reported patient consequences.

Manufacturer narrative:
Correction: section b1 " adverse event" and b2 "required intervention" boxes should not have been selected as this was a malfunction and not an adverse event requiring intervention.

Event description:
New information received notes programming changes were completed. The patient was stable.